Event description:
There was no device failure, malfunction or complaint reported. This pt was undergoing a cardiopulmonary bypass graft procedure. The pt had low platelet counts (of unk origin). Approx 35 mins into the cross clamp time, there was an increase in the pt's abdominal graft. A laparatomy was performed which confirmed the presence of an iliac artery dissection (exact extent unk at the time of this report). The pt was converted to a standard aternotomy, the intended lima bypass was completed, and a graft was placed to repair the dissection. The pt was weaned from bypass and brought to the ICU. On the first post-operative day, the pt's urine output decreased, raising the possibility of an extension of the vascular dissection. Add'l details are pending.